Event description:
The initial acdf surgery at c5-c6 performed in (B)(6) 2010 resulted in pseudarthrosis. Revision surgery utilizing a coroent small interlock device, occurred in (B)(6) 2014. The report indicates that 3 months post revision, the interlock bone screw fractured. Surgeon again revised (B)(6) 2014 adding supplemental posterior fixation to stabilize the segment. The interbody remains in-sity. Patient's activity level, compliance with post-surgical instructions and bone integrity are unknown.

Manufacturer narrative:
(B)(4). The screw remains in the patient and has not been returned, and no further evaluation of the product can be completed at this time. It is unknown if the patent sustained and a fall or other impact. Patient's pseudarthrosis and instability may have been a contributing factor. The root cause of this reported event has not been determined; no conclusion can be drawn.